Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/12/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The heater wire was observed to be flexed and detached from the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual or physical defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000291622 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 wires on the jaw came loose, it didn't break off and the harvester noticed it and immediately removed it. The jaws were not open (even slightly) during the insertion. No resistance was noted. They opened a new kit to finish the case. Small delay to switch out devices. Power was on 3 and no harm to the patient.